Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a device upgrade procedure. Upon opening the pocket, the ventricular lead exhibited insulation abrasion. The lead was explanted and replaced. The patient tolerated the procedure well.